Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. * please confirm if these issues (detached needle and suture crumbled in bits-snapping) were observed during dispensing/opening of the package or during use in the patient. During opening the package, trying to remove the suture from the packaging. Can you identify the lot number of the product that was used? Apologies, I can¿t confirm this as I have already returned the product. This will be in the packaging which has been sent off.* were there any patient consequences? No h3 evaluation: the product was returned for evaluation. The product received revealed that it was returned one open sample that pertain to product code. Upon visual assessment of the winding formers, it was noted that the needle was detached from the suture. The needle was examined, and the swage and attachment area were noted as expected. The barrel hole was inspected under magnification and remnant suture was observed. The suture could not be dispensed since has begun with the process of degradation and the time of exposure of the suture to the environment could not be determined. Per the condition of the returned sample, the functional test could not be performed. Upon visual inspection of the foil, no anomalies or damage were observed during the evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The needle dropped off while still in the packet. Suture ¿crumbled in bits¿. Completely useable. Couldn¿t even remove from packet without it snapping. Upon analysis, it was noted that the suture had degraded. Additional information has been requested.